Event description:
It was reported that during a procedure to treat an eccentric lesion in the distal left circumflex with moderate tortuosity, moderate calcification, and 95% stenosis, a 2.5x15 nc trek dilatation catheter was advanced for pre-dilatation without resistance and inflated twice at 17 atmospheres. A xience prime stent was implanted. The 2.5x15 nc trek dilatation catheter was advanced for a second time for post-dilatation, resistance was met with the non-abbott guide wire, but the dilatation catheter was able to cross the lesion. An attempt was made to inflate the balloon to 17 atmospheres; however, pressure could not be applied, the balloon failed to inflate and a leak was observed from the tip. The 2.5x15 nc trek dilatation catheter was withdrawn from the patient anatomy and resistance was met with the guide wire during removal. Reportedly, it is unknown if the leakage occurred due to a balloon rupture or the lumen being torn. Intravascular ultrasound (ivus) was performed and no additional dilatation was required. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns hydrocoat, guide catheter: heartrail, stent: xience prime. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.